Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the customer's gravity tube set was leaking from the bulb during a shoulder arthroscopy. The case was completed by wrapping sterile coban around the bulb to stop the leaking. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A CAPA was opened to address the leak issues in the tube set. All further investigation and details regarding this issue will be captured in the CAPA. At this point in time, no further corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported via phone that the customer's gravity tube set was leaking from the bulb during a shoulder arthroscopy. The case was completed by wrapping sterile coban around the bulb to stop the leaking. There were no patient consequences or delays. The device is being returned. Additional information: the sales rep reported via email that he does not have the complaint device, he believes he had sent it back with another complaint return. A search of the complaint system revealed no other complaints from this sales rep where this device could have been returned since this event date. We believe the complaint device was either discarded by the customer, or it has been lost.